Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The main manifold assembly was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
A ge healthcare service representative noticed an over 5 lpm leak in the breathing system during planned maintenance. There was no report of patient involvement.&#842;